Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The user facility reported a 73-year-old male post cardiotomy cardiogenic shock / low cardiac output syndrome was to be implanted with an impella 5.5 for mechanical circulatory support. After initial attempts to deliver the pump via axillary graft were unsuccessful due to anatomical issues and vascular tortuosity, the pump was removed and a graft was placed onto the aorta for a direct approach. The first attempts via direct access was unsuccessful for an unknown indication. On the second attempt via direct insertion, the doctor was unable to view the image via transesophageal echocardiography guidance and the pump perforated the left ventricle. The perforation was repaired surgically without complication and the implant was aborted.

Manufacturer narrative:
The investigation into the delivery issues - use and the ventricle perforation issues has been completed since the original report was filed. The device was not returned for investigation. The root cause of the delivery issue and the ventricle perforation issue was use related due to improper technique. Proper lv imaging was not available during insertion leading to multiple attempts and perforation in the end.